Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as having neurodermatitis and the lifevest was rubbing against the area and exacerbating the symptoms of itchiness. There was no alleged device malfunction contributing to the irritation. The patient was provided a treatment at the hospital for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.